Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple error. The customer's blood glucose value was 180 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The insulin pump failed displacement test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 67 alarms, pump error 68 alarms, pump error 23 alarms, or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 67 and pump error 4 alarms, fault isolated to the electronic assembly.